Manufacturer narrative:
Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. The investigation determined that the reported difficulties were likely due to case circumstances. It is likely the difficulty was the result of interaction with the previously deployed restenosed stent not allowing for ideal stent deployment and expansion contributing to the stent compressing/shortening during deployment. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The stent remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2019, the patient presented with a restenosed, unspecified stent located in the iliac artery. As treatment, a 6.0x120 absolute pro stent was implanted, overlapping the restenosed stent. The absolute pro stent had collapsed and shortened. Additional dilatation was performed and another, unspecified stent was implanted as treatment. Acceptable results were noted. A 7.0x80mm absolute pro stent was also implanted without a device issue, covering the previously implanted, 6.0x120mm absolute pro stent's shortened area. There was no adverse patient sequela and there was no clinically significant delay. No additional information was provided regarding this issue.